Manufacturer narrative:
Investigation summary: it was reported there was difficulty in pushing the plunger. To aid in the investigation, nine samples with no packaging flow wraps were received for evaluation by our quality team. Each sample was visually inspected and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1154859. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed in one of the nine samples. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push during the flush. The following information was provided by the initial reporter: "multiple reports of difficulty in pushing plunger in 10ml saline flushes. Multiple rn's reporting that they thought the patient IV was no longer patent due to the difficulty when advancing the plunger to flush the IV. Two of the flushes saved. Both are from the same lot. Will continue to keep the defective flushes when found. No harm to patients today, though this may have caused unnecessary replacement of IV sites."